Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the cable connecting the front therapy electrode to ecgs "a&b" was severed, damaging all the wires in the cable. The root cause for the damage cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that it had exposed wires.